Event description:
Ous MDR - after an implantation duration of 76 months, an increased shock impedance of >150 ohms was reported. Furthermore during the follow up noise on the farfield channel could be provoked by arm movements.

Manufacturer narrative:
(B)(6) 2018 - we were notified that this lead was explanted but not returned. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data included the shock impedance test which showed a value > 150 ohms as reported in the complaint text. Furthermore the provided iegm demonstrated the reported artifact on the ff channel. As no diagnostic images were available, no further investigations were feasible. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.